Event description:
It was reported that the clinician could not get the angulation pin out once the implant at tooth location #4 was placed. They had to take this implant out and place another due to this issue.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned devices identified the implant and bundle alignment pin with signs of use. Alignment pin could not disengage from the implant during a physical / functional testing. DHR review was completed for the subject lot number 1275357. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275357 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive torque applied during placement - customer error. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.